Manufacturer narrative:
As reported, patient developed infection in right breast after use of galaflex lite thereby underwent repair with mesh removal. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. The instructions-for-use supplied with the device lists infection as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during breast augmentation procedure on (B)(6) 2024, the patient was implanted with galaflex lite scaffold. About two months post-implant patient developed an infection on right side (left side was unaffected). It was reported that the galaflex lite was surgically removed to treat the infection on (B)(6) 2024. As reported by the or nurse, "when they opened the breast pocket up they removed ¿the galaflex in a pus ball¿.